Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the air-, o2- gas module and o2-sensor were replaced and returned for investigation. Robustness testing of the received nozzle units found a deviation. Evaluation of the received device logs shows matching event on the reported event day. Between mars 8, at 01:30 and mars 8, at 06:29, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. The received o2-sensor was working as expected. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our conclusion into this case is that the nozzle unit mounted in the air gas module at the event, was causing the oxygen concentration to be lower than expected.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the set o2 concentration value and the value that ventilator delivers did not match during patient treatment. There was no patient harm. Manufacturer ref.# (B)(4).